Event description:
It was reported that after implant of a new implantable cardiac defibrillator (ICD) the right ventricular (rv) lead had high impedance and high threshold. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.